Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 58 year old male patient who had been admitted in acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. When in the emergency department (ed) the team had labs done for the patient which revealed a hemoglobin which was only 3.4g/dl. The team began to infuse blood to the patient in the ed before transferring the patient into the catheterization lab. Additionally the patient was noted to be hypotensive and was given liters of fluid before admit to the catheterization lab. When brought to the catheterization lab the patient was having CPR resuscitation, and then the the impella cp was placed and the CPR continued for 13 minutes. The pump was alarming for suction/low flows. The team again drew a hemoglobin and the bleed from an unknown location was seen to be persisting as the hemoglobin was 3.7g/dl even after the transfusion. The decision was made to transfer the patient to the tertiary medical center for continued care and massive transfusion protocol was initiated and CPR initiated again. The efforts failed and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
D1: brand name updated. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hypotension/major bleed: the cause of the injuries were not determined due to insufficient clinical details. Low or blocked pump flow: since neither data logs nor product were returned for investigation, the cause of the low flows could not be definitively determined.